Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg would no longer hold a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and the explanted ipg will not be returned as it was kept by the medical facility.